Event description:
It was reported that the programmer was being sent in due to recurring fatal errors. Follow-up determined that the errors occurred at start-up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that during manufacturer¿s analysis it was determined that the radiofrequency programmer head which was returned along with the programmer had delamination of its label.

Event description:
It was reported that the programmer was being sent in due to recurring fatal errors. Follow-up determined that the errors occurred at start-up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of recurring fatal errors, however errors were found in the error log and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the floppy disk drive was missing the front cover and that the system fan and power supply were noisy, and all were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head. (B)(4).